Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 9oct2018. (B)(4). Correct phone number not provided the manufacturer¿s international service technician confirmed the reported start-up issue and replaced the power management (pm) pcba to address the reported problem. The lithium-ion battery was also replaced preventively due to the pm board issue. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit didn't power on. There was no patient involvement. The event date was not specified; estimate used.